Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain and implant wear with particles of the product circulating in the patient.

Manufacturer narrative:
Concomitant medical products: catalog #621201220, n-k ii stemmed tibial component, lot #60697197; manufactured at zimmer biomet, inc., (B)(4); catalog #621200021, n-k ii femoral component, lot #60734989; manufactured at zimmer biomet, inc., (B)(4). No product was returned; visual and dimensional evaluations could not be performed. The device history records were reviewed for deviations and/or anomalies with no deviations/anomalies identified. These devices are used for treatment. A product history search identified no other complaint for the part and lot combination of any of the components. Review of the primary notes found that the operated knee had good mobility with 0-130 degrees, good stability and no frontal laxity. No loosening 5 years post surgery. In a 2015 letter to her primary surgeon, the patient stated that she consulted another surgeon who concluded that there is an early and abnormal wear of the prosthesis. The patient also refers to wear debris as well as damaged and weakened knee bone. Per the natural-knee ii system package insert, pain, tissue reactions and allergies to wear products are known adverse eff

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
Patient was revised due to pain and wear.